Manufacturer narrative:
H4: device manufacture date: december 1, 2020 - december 2, 2020. H10: the device was received forevaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed after patient use of the device. It was further reported that 25% of the solution remained in the device. The patient reported kinking on the line at times; however, the line flushed well. The device had been filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.